Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral vein was attempted using a proglide device with a 7f sheath after an atrial fibrillation ablation interventional procedure. Reportedly, every step was performed according to the instructions for use (IFU), and the knot was advanced to achieve hemostasis; however the knot came out intact with the suture trimmer. No tissue damage was reported. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.